Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. There have been no other complaints reported in the lot number. A root cause cannot be identified at this time. (B)(4).

Event description:
A facilities representative reported that following an intraocular lens (iol) implant procedure, it was noted that the wrong spherical power was used, resulting in poor sight. The iol was later exchanged. Additional information has been requested.